Event description:
Pt implanted in upper and lower vermilion borders and nasolabial folds 5/14/98. Onset of implant extrusion and infection 6/24/98 in perioral area. Pt treated with keflex 6/25/98. Implant explanted 7/7/98.